Manufacturer narrative:
Model#: catalog number is unknown. UDI information is unknown. Operator of device is unknown. No information has been provided to date. Premarket (510k) number is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The circuit did not pass the leak test. Unable to determine the root cause of the reported issue. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during a pre-use air leak check, an alarm went off. No patient injury was reported.